Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was peeling. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the keypad was found to be peeling the morning of (B)(6) 2011, and that the keypad buttons have been responding poorly for several weeks. She stated that the buttons require additional presses with more force to obtain a response. The reporter stated that the patient wears the pump on her belt and does not clean the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However this complaint is being reported because the button unresponsiveness allegedly occurred prior to the keypad damage.